Manufacturer narrative:
(B)(4). Inherent risk of procedure (dissection).

Event description:
Physician used one admiral extreme pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however, it was reported that during treatment with the admiral extreme balloon, a dissection (type a) occurred. Investigator reported that the event was definitely related to the study device and procedure.